Manufacturer narrative:
The complainant reported patient had bilateral mastectomy with reconstruction on (B)(6)2024 with dr. (B)(6) and dr. (B)(6) . At post-op appointment, patient had contact dermatitis along liquiband secure glue line. Patient had to be prescribed ointment to apply. 2/12- incision site healing appropriately with exception of scaly rash along incision site, rash has improved a great deal, no other issues noted. 2/19- patient followed up with cellulitis right breast and had to be admitted to the hospital. 3/4- patients incision line has a small dehiscence and draining. 3/13- incision healed, but may need revision later. Surgeon attributes complications to liquiband secure, and the need for creams to apply on incision site due to the dermatitis.' As per FDA 21 cfr 803.3, a 'serious injury' is defined as: 'an injury or illness that: is life threatening; results in permanent impairment of a body function or permanent damage to a body structure; or necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure.' The patient in this case required medical intervention in the form of prescribed ointment due to contact dermatitis and subsequently required admission to hospital due to cellulitis. The patient may also need revision surgery. This medical intervention was to preclude permanent impairment of a body function or permanent damage to a body structure, therefore this event meets the definition of a serious injury.

Event description:
Patient had bilateral mastectomy with reconstruction on (B)(6) 2024 with dr. (B)(6) and dr. (B)(6) at post-op appointment, patient had contact dermatitis along liquiband secure glue line. Patient had to be prescribed ointment to apply. 2/12- incision site healing appropriately with exception of scaly rash along incision site, rash has improved a great deal, no other issues noted. 2/19- patient followed up with cellulitis right breast and had to be admitted to the hospital. 3/4- patients incision line has a small dehiscence and draining. 3/13- incision healed, but may need revision later. Surgeon attributes complications to liquiband secure, and the need for creams to apply on incision site due to the dermatitis.